Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobextomy, after the reload was installed normally, it was placed in the chest of the patient and after the interlobular fissure was clipped. The surgeon was able to press the green button but was not able to squeeze the handle, hence the instrument did not fire. A new reload was opened and used to complete the procedure. There was no patient injury.